Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the tip of the stylus was bent and loose and non functional. It was also noted that the power supply was defective, the left and right upper hinges were worn. The company logo button and bullets assembly were broken. All found defective parts were replaced, and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.